Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial (B)(6) , ubd: 02-apr-2025, UDI (B)(4): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into the patient's native annulus, the device was inspected prior to use and no pre-dilation was performed. Confidant guidewire was used. The valve was implanted, however upon removal of the delivery catheter system (dcs) the nose cone caught the valve paddle and caused the valve to dislodge. Training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. No gradients or regurgitation occurred as a result of the dislodge. A second transcatheter valve was implanted. No procedural delay occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: d4. Expiration date, lot#, and unique identifier # updated h4. Device mfg date updated h6. Method code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.